Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection confirmed the header was separated from the device case. The medical adhesive (ma), used to affix the header to the device case, remained on the bottom of the header with no ma on the case. Three header wires, the atrial tip, ventricular tip, and mv sensor, were fractured at the header feed-through entry point. No electrical testing of the device was performed due to the fractured header wires. Loose/separated headers are due to an insufficient bond strength between the header and the device case. Loose/separated headers and/or header flexing that occurs while implanted may cause fractured header wires due to cyclic fatigue. Analysis concluded the loss of capture and out-of-range impedance measurements were caused by the loose header and fractured header wires.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High powered visual inspection confirmed the header was separated from the device case. The medical adhesive (ma), used to affix the header to the device case, remained on the bottom of the header with no ma on the case. An x-ray of the device found that both the atrial tip and ventricular tip header wires were fractured at the header feed-through entry point. [No electrical testing of the device was performed due to the fractured header wires. The device was then exposed to simulated heart load conditions and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. Loose/separated headers are due to an insufficient bond strength between the header and the device case.

Event description:
Boston scientific received information that this device and a competitor rv lead were exhibiting loss of capture and a high out of range pacing impedance measurement of greater than 2000 ohms. No asystole of greater than two seconds was observed as the patient had an underlying rhythm. Surgical intervention was performed and the device was explanted and during the extraction, the physician noted the header to be nearly detached from the device. No adverse patient effects were reported.

Event description:
--